Event description:
It was reported that while speaking with a patient using the ilet, the patient accidentally advanced the cartridge before rewinding and observed that the piston did not rewind immediately while the pump was disconnected, after which their blood glucose rose to 289 mg/dl; tubing was tested and drops were observed, and the system appeared to function. Customer care provided support that included functional checks via tubing prime observation and user guidance on monitoring and timing. Investigation of this case revealed no device malfunction detected during the call and a likely transient setup-related issue following the premature cartridge advance while disconnected. No clinical symptoms associated with hyperglycemia reported. Outcomes included troubleshooting and education without alarms or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.